Event description:
The customer reported high blood glucose. Troubleshooting was done. Customer's blood glucose was 400-500 mg/dl. Customer stated after changing the set she had high blood glucose for first few hours. Customer has treated for high blood glucose. Assisted the customer in changing the sets. Ran selftest with customer and test passed. Offered to perform high pressure test and customer declined. Customer will call back to perform test and advised the customer to monitor and report back when doing the next change set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).